Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 30-aug-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated their condition had improved but they still had some blurry vision. Customer stated they had gone to the hospital after the initial call on (B)(6) 2023. Customer's blood glucose test result at the hospital had been 166 mg/dl; the diagnosis was high blood glucose. The customer did not receive any treatment and was discharged the same day. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/30/2024 and test strips were opened one week prior to call. The customer reported having blurry vision and stated they were going to seek medical attention (hospital).